Event description:
T2-9 screw failure (pullout) due to osteoporosis, multiple falls per surgeon conversation. Levels operated include t2-t9, right side of construct. Levels instrumented include t2,3,4,5,6,7,9. Construct: t11-pelvis initially, t2-9 extension (t8 burst/compression fx). Complaint reported thru synthes.

Manufacturer narrative:
Filing based on single pathology based adverse event of severe osteoporosis. No individual malfunction of the devices occurred. T2-9 screw pullout due to the severe osteoporosis. Screws did not cause or contribute event and therefore individual MDR's for the screws will not be filed. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.